Event description:
Customer was reporting the insulin pump was alarming sensor error. Customer then stated her blood glucose was 40 mg/dl, which she treated with juice. Troubleshooting was performed for the alarm. It was determined the sensor was bent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-07024.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.